Event description:
The pump was returned for investigation. Evaluation revealed as single component failure. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the audio bolus button as unable to verify due to its cover was peeled off from base and also missing with the pump. There were multiple call service 087 alarms observed in alarm history. A ¿cs69¿ alarm occurred during testing. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in alarm history. The error is resident to flash chip. (B)(6).